Event description:
During decontamination of the device at the user facility by the field service tech, it was observed that the device was leaking an unk fluid. There was no pt involvement and no adverse consequences alleged this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of worn boot.